Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported symptoms consistent with a skin infection within the 10 days prior to reporting, which were noted with the last four pods used. Reported symptoms included discomfort, soreness, discharge, and the presence of lumps at the pod application sites that were not improving. According to the patient, these issues were associated with elevated blood glucose levels, prompting pod replacement. The patient reported currently using alternative methods for diabetes management. She stated that she typically wears pods for approximately one and a half days at a time and cleans the infusion site with an alcohol swab prior to application. The patient also reported a history of skin sensitivity to plastic and metal. The patient sought medical attention at an urgent care facility on (B)(6) 2025, where antibiotics were prescribed. The urgent care provider suggested the possibility of an underlying issue, such as mrsa (staphylococcal infection), and encouraged the patient to follow up with her health care provider for further evaluation.